Event description:
During the site visit of our field sales representative in one of the hospitals it was discovered that the warmer head of iw934 cosycot infant warmer had been degraded due to incompatible cleaning solution used. It was also noted that the hospital was using cleaning solution containing benzyl and ammonia compounds. The hospital had asked for advice on the specific detergent product to be used to avoid subsequent plastic damage. No patient consequence was reported.

Manufacturer narrative:
An investigation was carried out based on the event description and results of previous investigations on similar complaints, as the complaint device was not returned for evaluation. It was reported that the warmer head of the cosycot had been degraded due to incompatible cleaning solution used, such as those containing benzyl and ammonia compounds. The operating manual states that cleaning of all parts of the infant warmer and accessories should be done at normal room temperature, around 23 degrees celsius, and to avoid cleaning solutions containing aromatic hydrocarbons, ammonia, amines or aqueous solutions as these may cause chemical reactions to the polycarbonate plastic material. Conclusion: the degradation of the infant warmer head, due to the use of non-compatible cleaning materials, is a known problem. We have an open CAPA to examine further compatible cleaning solutions.